Event description:
A 3.0mm diameter by 9mm length s7 stent delivery system was inserted for treatment of a 99% lesion in the proximal left anterior descending coronary artery. The lesion was pre-dilated with a 2.5mm by 18mm ptca balloon prior to the insertion of the stent delivery system. It was not possible for the device to cross the target lesion, therefore, the stent delivery system was removed from the pt. Another MFR's stent was inserted into the artery however resistance was felt upon advancing the stent to the lesion. It was noted under fluoroscopy that the s7 stent was in the proximal artery. The s7 stent was subsequently removed from the pt by using a ptca balloon catheter. The target lesion was then treated with the implant of two stents from another MFR. The pt was reported to be fine post procedure and there is no add'l clinical sequelae reported related to the event. The target lesion was not pre-dilated 1:1 prior to insertion of the device, which may have contributed to the stent not crossing the lesion. The instructions for removal of an undeployed stent were not followed, when the stent delivery system was pulled into the guide catheter while it was still engaged in the coronary artery.